Event description:
Reportedly a 13.7mm micl13.7 implantable collamer lens of -3.5 diopter was removed due to high vault. It was replaced with a shorter length lens on (B)(6) 2022. The lens was removed on (B)(6) 2022.

Manufacturer narrative:
Patient identifier: unknown,age or date of birth:unknown, sex::unknown, weight: unknown, ethnicity:unknown, race:unknown. Date of event: unk. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.7mm micl13.7 implantable collamer lens of -3.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Reportedly excessive vault, elevated iop, and narrow angles were found. The lens was explanted on (B)(6) 2022, and replaced on the same day in a separate surgery with a shorter length lens of a different model. This resolved the problem. H6- health effect- clinical code 4581: narrow angles. Claim# (B)(4).